Event description:
Allergic reaction [hypersensitivity]. Case description: spontaneous report received on 21/dec/2007 from authority regarding a female gonarthritis patient. The patient received her first synvisc injection of 2 ml into her unspecified knee(s) in 2007. The patient's medical history is not available. After injection on the same day, the patient experienced allergic reaction during which an exanthema occurred on both ankles and in the face. The pt was treated with fenistil and decortin (dosage and frequency unspecified) and the reaction lasted for 10 days. Concomitant medications reported include arcoxia (etoricoxib) and omeprazole (omeprazole magnesium). The physician did not provide the relationship between the adverse event of allergic reaction and synvisc.